Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2016-00547 / 00550). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient had an initial right hip arthroplasty on (B)(6) 2010 and an initial left hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on the left hip on (B)(6) 2015 due to alleged pain and elevated metal ion levels. The patient was then revised on the right hip on (B)(6) 2016 due to alleged pain, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 5 MDR's filed for the same patient (reference 1825034-2016-00547 / 00548 / 00549 / 00550 / 02115).

Event description:
It was reported by the patient's legal counsel that patient underwent a right hip revision procedure approximately six (6) years post-implantation due to allegations of pain, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received confirms patient underwent a right hip revision procedure approximately six (6) years post-implantation due to pain and elevated metal ion levels. Operative report noted the presence of effusion, metal-stained tissue, torn and fibrotic musculature, and corrosion of the trunnion. During the procedure, the modular head, taper adaptor and acetabular cup were removed and replaced. A competitor cup and liner were used to complete the procedure.